Event description:
The customer reported "down". The symptom was later clarified to be that the device would not power on normally.

Manufacturer narrative:
(B)(4). The customer reported "down". The symptom was later clarified to be that the device would not power on normally. The device was evaluated locally by philips and the reported symptoms was confirmed. Multiple parts were replaced to resolve the reported symptom. After passing all required testing the device was returned into use. We are unable to determine the cause of the reported symptom as multiple parts were replaced.